Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: a foreign body was discovered near the end of the surgical procedure and recovered. It is suspected that it is a piece of the disposable trocar used for a surgical procedure. The foreign body was observed and removed without complication or prolonged surgical time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received a foreign body was discovered during the end of a right lower lobe sequestration procedure.